Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon insertion of the lead into the new cardiac resynchronization therapy (crt) device, the ring to coil impedance measures were low and "significantly different" than they previously were. The device is still in use. No patient complications have been reported as a result of this event.